Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. Due to the lack of data/information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas 6000 c501 module. Sample 1: the initial result was 160 mmol/l. The sample was repeated because the initial result was deemed implausible. The sample was repeated on another module, and the result was 134 mmol/l. The sample was repeated on the same module as the initial result, and the result was 139 mmol/l. Sample 2: the initial result was 197 mmol/l. The sample was repeated on another module, and the result was 138 mmol/l. Sample 3: on (B)(6) 2026, the initial result was 167 mmol/l. The sample was repeated on another module, and the result was 137 mmol/l.